Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4); serial (B)(6), batch: a000151877.

Event description:
It was reported the patient experienced ineffective coverage their scs system. Reprogramming was unable to resolve the issue. Patient also addressed a recent fall. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B5 - statement corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient addressed a fall recently and the scs system was not proving effective therapy. Reprogramming was unable to resolve the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced due to migration of leads. Reportedly effective therapy was restored.